Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during dwell 1 of 4. The patient was connected at the time of the alarm and had not disconnected prior. All of the bags were properly spiked and connected. It was unknown if a patient extension was being used. There was an open clamp on an unused line. The technical service representative (tsr) explained that since the hp had 2 white clamps that were open hanging off the organizer, the alarm had occurred. The tsr had the home patient (hp) close all the clamps, cycle the power to get a system error 2367, and cycle the power again to clear it and get to 'press go to start'. At 'load the set', the tsr had the hp open the cassette door and remove the cassette. The tsr advised the hp to dispose of current supplies and start over with all new supplies. There was the patient involvement but no the patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(4) 2012. She stated that the patient had contacted her about the incident and she had spoken with him about the user error. The patient was continuing therapy on the homechoice, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint.